Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. Visual inspection noted the instrument handle with the distal tip of the cove tube broken. It was reported that the loading unit disengaged from the handle, a component disengaged from the device into the surgical cavity, the device initially fires, but failed to complete the firing cycle and broke. Also, the staples did not form as expected and were missing from the staple line after firing, and the jaws of the device remain closed on tissue. The reported issues were confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
D10 concomitant product: egiauxl, egiauxl endogia ultra univ xl stapler (lot#p2k0402). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the laparoscopic sleeve gastrectomy, as the stapler began firing, the surgeon heard a crack which appeared to be by the load arrow of the stapler handle itself. The black part of the reload that connects to handle broke into pieces on the first firing. The reload broke off from the handle. The stapler could no longer be fired and was locked on the tissue. The surgeon could not get the knife to retract and was unable to connect to another handle or adapter to the end of the reload due to the fact that it was broken during the initial squeeze of the first firing. The surgeon then tried to use a new handle with the same reload and was unsuccessful. Due to the fact that the surgeon was unable to troubleshoot this issue, even with the assistance of engineer through videocall, the surgeon was forced to convert the laparoscopic case to an open case, leaving the patient with an injury of a much larger scar. The surgeon retracted the I-beam & reload forcibly after opening the patient. Components of the reload fellinto the patient's cavity and were all retrieved. There was an incomplete staple line centrally and poor staple formation. The patient hospitalization and recovery time than originally planned were extended. An unanticipated tissue loss and damage were noted. The patient had an extended time under anesthesia. The surgical time was extended significantly. The incision was extended for more than 1 inch.